Event description:
A journal article was reviewed that contained information regarding leads with insulation defects. The article reports leads which were repaired or revised due to insulation issues. Post repair or revision, there were leads which dislodged and required repositioning, a recurrence of lead dysfunctions which required lead revision, and one case of lead endocarditis which occurred seven years post lead revision. The status/disposition of the leads is unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: safety of lead repair compared to lead revision for visible lead insulation defects in patients with cardiac implantable electronic devices. Canadian journal of cardiology (cjc) open 3 (2021) 1490e1494. Doi:10.1016/j.cjco.2021.07.019. If information is provided in the future, a supplemental report will be issued.